Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized for overfill and a headache. The patient stated that they were not able to complete fills during pd therapy. During follow up the peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized for a headache and ongoing dizziness. A CT scan of the patient¿s head did not show any acute abnormality. An x-ray of the abdomen did not show any acute findings. The pdrn stated that the patient was noncompliant to pd therapy. The pdrn stated that the patient was unable to complete pd therapy prior to the hospitalization. The patient¿s long drain times may have been due to the patient letting their blood sugar run high. Pd therapy continued throughout hospitalization with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the report of generalized headache, myalgia symptoms, and subsequent hospitalization. There is no documentation that supports a causal relationship at this time. The report of overfill was not documented in the medical records and per the peritoneal dialysis registered nurse (pdrn) the patient is non-compliant in regards to pd therapy. There have been no reported allegations the fresenius liberty select cycler malfunctioned or failed to perform as expected related to this event. Based on the available information, there is no documentation that the cycler caused an overfill or the headache and myalgia symptoms. Although a causal relationship could not be determined, a temporal relationship between the patient¿s pd therapy and the report of generalized headache, and myalgia symptoms remains. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.